Manufacturer narrative:
Monitor was returned for evaluation. The evaluation of the reported problem (won't power up) was confirmed. The root cause was a defective u608 component. The root cause for the defective u608 could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power on.